Event description:
It was reported that the device was explanted after implant duration of zero days, due to sizing issues. Information learned from implant patient registry and from the surgeon's follow up response.

Manufacturer narrative:
Device not returned.